Event description:
The company representative reported that he went to use his handheld and the screen was cracked. He reported that the screen was no longer responsive due to the crack and a hard reset did not resolve the issue. It was reported that the handheld had not been handled roughly and it is unknown how the screen became cracked. The company representative was provided a new programming computer and the handheld was returned for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the handheld was completed on (B)(4) 2014. A visual analysis of the handheld was able to verify that the display was cracked. The cause for the cracked screen is associated with mishandling of the device. Once the screen was replaced with a known good screen, no further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. Once the screen was replaced, no further anomalies associated with the handheld were noted during testing. Analysis of the flashcard was completed on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.